Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump touchscreen cracked. Customer did not know cause; however, thought pressure may have been applied while the customer was sleeping. Pump was not functional. Customer's blood glucose was not impacted (value not provided). Reportedly, customer reverted to using another pump for insulin therapy.